Event description:
Procedure type: roux-en-y. According to the reporter: the surgeon had difficulty toggling from the first application out of the package. One the third load used on the device, the needle bent after applying to the tissue and fractured when attempting to close the device's jaws. The needle broke off inside the pt. The surgeon removed a portion of the broken needle. X-rays were done, and it could not be confirmed that the all of the needle pieces were removed from the pt.